Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that a patient overshot the target temperature during therapy. There was no adverse effect or clinically relevant delay in treatment reported for the patient.

Manufacturer narrative:
It was identified that the patient temperature deviated approximately 1.2 degrees c from target temperature for up to approximately 0.6 hours. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was alleged that a patient overshot the target temperature during therapy. There was no adverse effect or clinically relevant delay in treatment reported for the patient.

Manufacturer narrative:
The device met specifications at the time of evaluation and the device was functioning to specification.

Event description:
It was alleged that a patient overshot the target temperature during therapy. There was no adverse effect or clinically relevant delay in treatment reported for the patient.

Event description:
It was alleged that a patient overshot the target temperature during therapy. There was no adverse effect or clinically relevant delay in treatment reported for the patient.